Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was alleged the pump was priming the tubing during the load step. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 14-sep-2018. Device evaluation: the device has been returned and evaluated by product analysis on 29-aug-2018 with the following findings: review of the black box data revealed records of loss of primes with low and zero-force readings. On investigation, the pump powered on normally and rewind, load and prime steps were successfully performed. The force sensor was evaluated and found to be within specifications. No loss of prime occurred during the investigation. Moisture was found inside the pump on the force sensor circuit.